Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient faced low blood glucose event on (B)(6) 2026 which led to admission in emergency room. The length of hospitalization was less than 24 hours. The treatment provided at the time of hospitalization was intravenous drip.